Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir compartment was damaged. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. The type of damage was locking mechanize was missing. It also reported that the reservoir was not able to lock in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, stained keypad overlay, faded serial number label, peeling keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.